Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced high blood pressure. The patient was then worried if the device was not working as it should. This device remains in service. No adverse patient effects were reported.